Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of superficial jacket damage to the modular cable was able to be confirmed. The modular cable (lot number: 196243) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 2 days (25oct2022 from 02:02:12 ¿ 14:15:34, and 03nov2022 per timestamp). Events captured on 03nov2022 took place in the testing labs at abbott. The driveline was disconnected on 25oct2022 at 14:14:21 and the controller was shut off at 14:15:34. There were no other notable alarms active in the log files. Pump operation was not affected. The modular cable underwent functional testing and passed. The modular cable was connected to a mock loop with the returned heartmate 3 system controller in the labs at abbott and was found to operate as intended. The interior layers were in unremarkable condition as the tear was only to the outer layer of the modular cable. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the modular cable (lot number: 196243) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 03oct2017. Heartmate iii instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing random beeps from their controller that started about a week ago along with a tear in the silicone jacket of the modular cable. The patient stated that applying tape to the driveline decreased the beeps in particular position. The alarms that were noted on the controller were low voltage advisory on (B)(6) 2022 at 0640 and 1432, and on (B)(6) 2022 at 0201 and 0202 that occurred on the white power lead. It was also noted that there was a rip in the white power cord of the controller. Both the modular cable and the controller were exchanged with no issue. The event log captured random power cable disconnect events and low voltage advisory and hazard events while using battery power. Related MFR: 2916596-2022-14886.